Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 425 mg/dl and customer¿s blood glucose at time of incident was 424 mg/dl. Customer had symptoms as sick and cold. Customer had been getting change sensor alert. Customer was treated for their high blood glucose with manual injection. Auto mode feature was active at the time of incident. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.